Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead experienced a decrease in pacing impedance from 1000 ohms at implant to 700 ohms in (B)(6) 2009. There was also an increase in pacing threshold. Therefore, the output was increased. There are no allegations against this rv lead. Currently, this rv lead remains implanted and in service. No adverse patient effects reported. Subsequently, a follow-up was performed which confirmed an increase in rv pacing impedance. Daily measurements confirmed the pacing impedance has stabilized around 2050 ohm since the last follow up on (B)(6) 2010. Sensing and threshold was reported as good. No episodes due to noise had been declared and provocative maneuvers produced no noise. A micro-dislodgement is suspected. This patient is not pacemaker dependent, therefore no intervention was performed. The next follow up is scheduled in two months. No adverse patient effects reported. -- additional information was received that during a routine follow-up in november 2010, pacing impedance were greater than 3000 ohms and pacing thresholds remain high. Still no noise was reproducible and impedance remained stable during maneuvers. A revision procedure is intended. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.